Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, during a home visit, the psp nurse found redness and hardness around the peg stoma site with signs of inflammation. There was pain during movement of the peg tube and it was absorbed inwards. The gastroenterologist was informed and instructed patient to receive augmentin (1x2) for a week and to perform a corrective action to replace the tubes. The treating physician was also informed.